Event description:
During an atrial fibrillation ablation procedure with a qdot micro catheter, the patient experienced st elevation and ventricular flutter (vf) associated with air embolism in the right coronary artery (rca). The report indicated that septal puncture was performed with radiofrequency needle. After septal puncture, octaray and qdot micro catheter were placed in left atrium, and st elevation was noticed while the advanced catheter location (acl) matrix was obtained, and coronary angiography was performed on suspicion of air embolism in the right coronary artery (rca). During coronary angiography preparation, the patient had ventricular flutter (vf) but was able to defibrillate with direct current (dc). Coronary angiography was performed, but no retention of air was found in the coronary arteries, and st descended/normal range after contrast injection, so it was judged that it was flushed with contrast agent. The patient was ¿desedated¿ to check for any brain dysfunction, there were no problems with quadriplegia, speech, hearing, breathing, and other functions, so the procedure was continued and completed without problems. The physician's judgment on health hazard was non-serious (moderate/minor). The physician's opinion on the relationship between the event and the product was that since the st elevation was observed within few seconds after conducting septal puncture, the cause was the air embolism either from rf needle or sl0 sheath. No abnormalities observed prior/during use of the product. No extended hospitalization. The contact force monitoring method was dashboard. The visitag coloring setting was tag index. The visitag additional filter used was force over time. The information received indicated that ngen generator/pump were used during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31749914l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-jan-2026, bwi received additional information indicating that no relevant tests/laboratory data or other relevant history/preexisting condition was reported. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).